Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed. A review of the submitted log files spanned 2 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). A driveline fault alarm activated on (B)(6) 2020 at 12:36 due to phase 2 being measured higher than phases 1 & 3. The alarm coincided with yellow wrench alarms and remained active until the end of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller was not returned for analysis. The provided information indicated that controller was exchanged because the driveline fault alarm did not appear on the controller screen. The hmii pocket controller software requirement specifications states that the controller software update v 7.29 modified the driveline broken advisory so that it does not latch. The root cause for the reported event was determined to be a damaged driveline reported and investigated in MFR # 2916596-2020-00392. The reported event cannot be correlated with the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: previous driveline repair is addressed under MFR # 2916596-2017-01329. Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed. A review of the submitted log files spanned 2 days ((B)(6) 2020 per time stamp). A driveline fault alarm activated on (B)(6) 2020 at 12:36 due to phase 2 being measured higher than phases 1 & 3. The alarm coincided with yellow wrench alarms and remained active until the end of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller was not returned for analysis. The root cause for the reported event was determined to be a damaged driveline reported and investigated in MFR # 2916596-2020-00392. The reported event cannot be correlated with the system controller. The heartmate ii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use and heartmate ii patient handbook explain how to properly interpret and troubleshoot driveline fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline fault alarms were reported against the pump in MFR. Report #2916596-2020-00392. The referenced display issue with the first system controller was reported in MFR. Report #2916596-2020-00393. Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline fault alarm and banner on the system monitor. The pocket controller did not display a yellow wrench or red heart light. This occurred when they were connected to the grounded power module cable in lvad clinic. Patient was subsequently changed to an ungrounded cable and the fault banner persisted. The patient denied any alarms as an outpatient. The system controller was exchanged and the power cable was disconnected 20 times as part of troubleshooting. The banner of driveline fault did disappear on the new controller. Two log files were submitted. During the analysis of the log file it was observed there were no unusual events in the log file for the new controller but in the other log file the driveline fault did return.